Event description:
Received a customer's medwatch stating "secondary tubing inserted into port of antibiotic administration. When removed, the port broke." There was no harm to the pt or medical intervention. No further pt or event info provided.

Manufacturer narrative:
(B)(4). The customer has returned the primary set and the empty packaging of the secondary set. The secondary set was not returned; however there is a portion of the broken luer tip remaining inside the 1st smartsite of the primary set. A f/u report with failure investigation results will be submitted once the eval has been completed.